Manufacturer narrative:
Suspect product: lot number 918. The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported they injected a patient in the lips with 1 syringe of juvéderm® vollure¿ xc with a cannula and they experienced intermittent lip swelling and many nodules about 2 months later which further described as "granulomas" that "formed along lip and in skin of upper lip". No biopsy was conducted to confirm the presence of granulomas. Treatment occurred about 2 and a half weeks after the event began and consisted of a medrol dose pack and dissolution with hylenex. Events are ongoing.